Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No known adverse event. Potential endoscope contamination.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51856) which was submitted. Therefore, MDR (9610877-2022-00422) filed on february 28, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.